Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Concomitant medical products: prism reaction trays, ln (B)(4), lot 55001m500, (B)(6), ln (B)(4), lot 54292li00, (B)(6), ln (B)(4), lot 56728li00, an evaluation is in process.

Event description:
The customer observed multiple (B)(6) on the prism analyzer. There was no impact to patient or donor management reported.

Manufacturer narrative:
Concomitant medical products: prism reaction trays ln 05a07-01 lot 55001m500 prism hcv reagents ln 06a52-48 lot 54292li00 prism hiv ag/ab combo reagents ln 07g46-48 lot 56728li00 an evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, specificity testing, a review of labeling, and a review of historical records. Evaluation of complaint data for lot 56728li00 and historical complaint information did not identify any issues related to the customer's observation. A review of the design history record was completed and no issues were identified. A review of labeling was also performed and found that adequate information is provided to address the customer's issue. A human (B)(6) population panel consisting of (B)(4) members was tested using prism hiv ag/ab combo, lot 56728li00, with prism reaction trays, lot 55001m500, and they were all (B)(6). Based on all available information and this investigation, the prism hiv ag/ab combo, lot 56728li00, with prism reaction trays, lot 55001m500, performed as intended and no product deficiency was identified. No new performance issues were identified and further investigation was not warranted.